Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date and a right total knee arthroplasty on (B)(6) 2009. It was further reported patient underwent a left knee revision procedure on (B)(6) 2009 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2009. Subsequently, patient underwent a manipulation procedure on the left knee on (B)(6) 2010 due to ankylosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.